Event description:
The customer contact reported that the pump did not sound an audible tone. While checking the pump prior to pt use, the nurse found pump did not sound an audible alarm tone. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.